Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose (bg) level was high, however, a specific value was not provided. Customer administered manual injections and a bolus via the pump to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.